Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. During visual inspection the instrument was found to have the pitch cable loose at the distal end that was showing out. A loose pitch cable at the distal end is often caused by something else in the backend (excluding broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end causing issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the prograsp forceps instrument was moving in the wrong direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site described the arm moving in the opposite direction. The surgeon would move up, and the arm would go down, would then rotate left, and it would rotate right. The issue occurred with the surgeon's head inside the high resolution stereo viewer (hrsv). The scaling was appropriate. There was no delay in the movement. The issue was persistent. The issue was not resolved; the surgeon identified the issue and continued with the procedure.